Event description:
It was reported through a direct call from the customer to the emergency support program, that during use of sensation plus 50cc intra-aortic balloon (iab), a fiber optic sensor failure alarm occurred. No harm to the patient was reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.